Event description:
It was reported that the pt spent several hours with an iphone in gps mode placed against the implantable neurostimulator. When the pt tried to interrogate the ins, the programmer indicated that the ins had been electrically reinitialized and that the pt should contact her hcp. At the next consultation, the hcp could read the same warning message with her nvision. It was determined that the device had no reinitialized, but simply turned off. The hcp turned the device back on, saw that all parameters were still correctly programmed, and sent the pt home with a functioning device. It was reported that there was no injury and the pt outcome was ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).